Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 69 indicating an algorithm data parity check and prompted the user to contact support, during which time the device did not deliver insulin until the user restarted it and restored function. Symptoms included hyperglycemia, for which the user administered a subcutaneous manual insulin injection of 15 units that began to correct blood glucose. Outcomes included a temporary interruption of automated insulin delivery without injury or hospitalization. Investigation included customer care troubleshooting and education, including a device restart and guidance on reattaching supplies once glucose returned to target. Investigation of this case revealed an algorithm fault with data integrity checking that resolved after restart, consistent with an alarm-restart malfunction with no hardware component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient software anomaly recoverable by reboot.